Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2012. The report number is (B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch was received that stated the following: "patient had a piggyback infusion set up. Normal saline was run as the primary infusion. Antibiotic zosyn was set up as the secondary infusion. The zosyn had a low flow rate, and was to be infused over 4 hours. The zosyn did drip initially when the roller clamp was opened. It was noticed that the zosyn was not dripping, and the infusion pump was pulling from only the primary infusion bag (normal saline). The zosyn had to be infused as the primary infusion in order to be delivered to the patient. A follow up conversation with nursing staff revealed several instances of a similar event, with at least 2 other instances on the same floor that day. A piggyback infusion will be set up, but either the secondary infusion will not run at all, or the secondary and primary will run at the same time. The problem was verified with several sets of secondary and primary tubing. Detaching the secondary tubing and reinserting the tubing very firmly into the port of the primary tubing resolves the problem. Manufacturer response for IV tubing, primary set, smartsite infusion set, check valve, 2 needle-free valves, vented/nonvented (per site reporter). Contacted carefusion customer advocacy. Carefusion is aware of similar problems when using hospira or baxter secondary tubing. According to carefusion inconsistencies on the flat tip of the male luer connector of the secondary tubing may not open the valve correctly on the port of the primary tubing." Upon further query the following information was provided that indicated a general report received of an unspecified number of undocumented incidents of no flow. Primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via unspecified pumps. At unspecified times, the option-lok male adapter of the secondary tubing sets were connected to proximal needleless valve connector y-sites on the primary tubing sets for piggyback deliveries of unspecified medications. After unspecified lengths of time, no flow of solutions from the secondary solution containers were noted. No specific event details were provided. Multiple unsuccessful attempts were made for additional information including if the tubing sets were replaced and the therapies were resumed, if there were any reported adverse patient effects, delays in therapies critical to these patients, and if medical interventions were required.